Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirm if sensor was received in said condition due to customer returning sensor opened/used. Checked needle for hooks/burrs and dull needle tip defects and none were found needle passed par specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing a cannula. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.